Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the device had no electrocardiogram signal displayed on the monitor in all 3 leads modes and paddle mode, using a known good electrocardiogram cable.